Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the called their health care professional and walked to him at night on an unknown date due to high blood glucose level of 715 mg/dl. The customer's other blood glucose levels were 687 mg/dl and 138 mg/dl. The health care professional treated the customer with 20 units of insulin and manual injections. The customer also reported that the reservoir was leaking at past first o ring. They also reported that the insulin pump had received 6 motor error alarms. They were unable to clear the alarm and unable to rewind the insulin pump. The customer declined troubleshooting because the reason of high blood glucose level was reservoir leak and motor errors. The insulin pump and reservoir will be returned for analysis.